Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer stated that prior to the event he had bolused for a meal, and three hours later he was taken to the ER with a blood glucose reading of 23 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. It was found that the insulin pump was reading the reservoir volume accurately. It was found that the customer had set his fixed prime amount too high, possibly causing the insulin pump to miscalculate his bolus dosages when using the bolus wizard. The customer was advised to discuss the hypoglycemia and possible causes with his doctor.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.